Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. Secondary findings: 2 errors logged. Unknown brown dust-like contamination near accessory areas on the outside enclosure. Dust-like contamination and hairs/fibers at the air outlet port and at the air inlet. Bluetooth trace antenna on the pca (printed circuit assembly) was discolored and had potential corrosion on it. Dust-like contamination and tiny hairs/fibers on top of the blower motor. Bottom enclosure had dust-like contamination and hairs/fibers in it. Black contamination, consistent with keratin, at the air outlet of the blower box. Slight dust-like contamination and hairs/fibers inside the blower box. Blower motor had potential mineral deposit stains on the bottom of it and inside of it, indicating potential water/liquid ingress. Dust-like contamination and hairs/fibers in the blower box, along with unknown brown pieces of contamination. Blower box had potential mineral deposit stains in it, indicating potential water/liquid ingress. Manufacture can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Manufacture was not able to confirm the complaint or address the symptoms specified. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were 2 errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Box d: has been updated. Box h: evaluation method code, (device) problem code grid (1), evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.